Event description:
It was reported that a deflation issue occurred. The target lesion was located in the moderately calcified abdominal aorta. A 17-107 equalizer catheter balloon was used as a touch up balloon after the physician performed a stent graft. After the initial inflation, the balloon partially deflated at approximately 80% at 120 seconds. The physician performed another inflation and during deflation the balloon material was not properly rewrapped. A 50cc syringe with contrast media diluted in 50% saline was used to successfully deflate the balloon. The procedure was completed with this device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The balloon was visually inspected and no defects were noted. The balloon was inflated with water and was successfully deflated within 5 seconds. No delay in balloon deflation was noted. Both balloon lumen and inject lumen were examined and were found to be free from any blockages. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a deflation issue occurred. The target lesion was located in the moderately calcified abdominal aorta. A 17-107 equalizer catheter balloon was used as a touch up balloon after the physician performed a stent graft. After the initial inflation, the balloon partially deflated at approximately 80% at 120 seconds. The physician performed another inflation and during deflation the balloon material was not properly rewrapped. A 50cc syringe with contrast media diluted in 50% saline was used to successfully deflate the balloon. The procedure was completed with this device. No patient complications were reported and the patients' condition is good.